Event description:
It was reported that during an unk procedure, the device got stuck. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? Only 50% of the staples deployed. If yes, were the staples formed properly? Some seemed to be. If yes, was the staple line complete? No. Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown. Was there any difficulty opening the device? ¿ no. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown.